Event description:
The customer reported a ventilator experienced an air flow out of range error message. Patient involvement information is unknown but has been requested. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated that the customer reported a ventilator experienced an air flow out of range error message after the navigation ring was replaced. The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse) who confirmed the reported issue. The fse reported that he ordered the flow sensor assembly and is to complete the repair and preventative maintenance (pm). No other anomalies were reported. The sample has not been received. If the part is returned or if the customer reports further information, the complaint record will be re-opened for investigation.

Manufacturer narrative:
H11: upon further investigation, this case has been downgraded as it was confirmed that this issue: air flow out range error message is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. Therefore, this complaint no longer meets reportability requirements.